Manufacturer narrative:
Date of event was approximated to (B)(6) 2010, procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2022-05210 for the associated device information. It was reported to boston scientific corporation that an obtryx system - halo was used during a transobturator sling with cystoscopy and an anterior repair with uphold mesh system procedures performed on (B)(6) 2010 to treat a patient with symptomatic pelvic relaxation, grade iii cystocele with genuine stress urinary incontinence and status post hysterectomy. As reported by the patient's attorney, the patient experienced an unknown injury.